Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type: recharger. Product ID 977119 serial# (B)(6) product type implantable neurostimulator. Product ID wr9230 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Please note that patient was a spanish speaker with an interpreter and there was a lot of language barrier trying to confirm the information and oftentimes it was not clear which implant and which components patient was referring to. The reason for call was patient reported both stimulators were malfunctioning. Patient was told by the representative (rep) that the ins charge for upper part should last 18 days and it was only lasting 2 days. The ins for lower part maybe 4-5 days. The ins for the lower part that patient got in august started discharging fast after 2 months of implant. Patient noticed a problem with frequency of charging the upper ins since october, by oct 16th or 22nd, end of october-beginning of nov and now it does not even last for 2 days. Patient also told the rep about it before getting the 2nd ins. Patient also stated stim on the upper ins was currently turned off because stimulation was too high and was hurting the patient, it was painful. Patient saw reps (asked for names, patient did not know) in september at first, then in october, november, december and january. Last time patient saw the rep was in february last week. Patient also mentioned their surgeon did some test, scan to check on devices. They said everything was good. Healthcare provider (hcp) and reps could not find what to do about it and told pt to call patient services (ps). They changed the programming settings but the issue was not resolved. Reviewed charging frequency depends on usage and settings, redirected to hcp. Patient was frustrated because they saw the reps 5 times already but now they kept ignoring them. Nothing got fixed. Patient reported both implants were not recharging. Patient said they heard a beep and it was not loading. The wireless recharger (wr) shuts down after 5 min and patient had to reconnect again and had to charge by bits. The wr for lower ins was not charging at all. It still had a little charge in in. Had patient use it on the call. Patient reported they placed it over and it got disconnected and not recharging. Pt went into recharger app and said the battery was at 100% but therapy showed stimulator was at 30%, communicator at 90%. It was hard to confirm what icons/what batteries patient was looking at. It was hard to follow the patient. Patient said when trying to connect the wr displayed the red light on the power button and then it stopped. A request was sent to replace the wr. The wr for upper part, right side, rejects the charging. Had pt use it on the call and patient said it was actually charging but really slow. Pt went to say again ins dies in 2-3 days even though ins was turned off, it only lasted for 24hrs-2 days. It should be lasting for 18 days. It had been off for 3 days and already discharged. It was at 100% and now at 30%. Patient did not want to turn it on because stim was hurting and painful. Patient believed ins should be at 100% since it was turned off. Patient also reported both handsets were not retaining the charge. The handset for lower ins charge does not last for even 24 hours and patient struggled with it a month after patient was implanted. The handset for upper ins also dies after 2 days-24 hrs. Even if patient turned handsets off, after a day or so, they handset goes dead and patient had to struggle. Reviewed it is recommended to plug in the handsets every day. Patient also stated the handset for the right implant also showed a message 'protect your phone, download this app because you are at risk getting intervened'. It happened twice already. Instructed pt to restart the handset. A request was sent to repair to replace the recharger. An email was sent to rep.